Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were responding to button presses. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up, down and ok buttons are hard to press and require multiple presses to elicit a response. There was no reported patient impact associated with this complaint.